Event description:
Terumo medical corporation received the following information: it was reported that the angio-seal broke off in the body prior to deploying. The doctor stated that it popped off before even pulling. The procedure was angio-diagnostic and left heart catheterization (lhc) using a 5f sheath then upgraded to 6f with no issues. Angiogram was done prior, when pulling string to deploy the seal came off prior to being pulled, the operating room (or) was called to perform emergency cut down. The blood loss was at minimal 1500ml, and the patient received 3-4 units of blood. As of (B)(6) 2026, the patient remained in ICU intubated.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.